Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. Evaluation observed a burn mark on the ground prong of the power cord during testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the power cord which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a burn mark on the ground prong of the power cord. No additional information is available.